Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: a review of the pump black box verified one power interruption on (B)(6)2019 at 18:17 pm; deliveries were resumed within 20 minutes. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. The battery cap was able to fit securely to maintain an electrical connection. The pump powered on and the pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied damage to the pump and battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.